Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that surgery was cancelled by the patient because their insurance would not pay for it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. They reported that they started having issues at least 6 months ago. They clarified that it is not working, they've started going to the bathroom on themselves again, and they are getting pain in the area around the battery and their waistband. They stated that the pain starts at their battery and goes down to their butt cheek, and it feels like ¿a big hard shot needle.¿ they also reported that the ¿battery part¿ is moving, it hurts when they sit against the chair, and if they get in the car, the pressure hurts. The patient had checked the device and was getting a por message about a month ago. The patient feels like the system needs to come out and noted that they would have an appointment with their doctor on (B)(6). Additional information was received from a healthcare professional (hcp). The hcp reported that the device had been off since march, and they had turned the device back on. It was noted that the issue was not yet resolved, but device revision was planned, as the battery had been too superficial for months.